Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device would not power on. Additionally, the customer reported that the device would unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event. Section h6 device code grid of initial MDR indicates: failure to power up section h6 device code grid of initial MDR should indicate: failure to power up, unexpected shutdown. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Stryker further evaluated the customer's device at the product assessment center (pac) and the cause of the reported issue was determined to be damage or electrical overstress on ic u2, part of the digital pcb. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. Additionally, the customer reported that the device would unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.